Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation found the teflon jaw detached and loose from the distal tip of the grasping section. The phenomenon caused the teflon pad to stick out from grasping section causing the probe to make contact with the metal part of the grasping section.

Event description:
It was reported that after the device was used, it was observed that the tip of the teflon jaw was partially detached. There was no patient injury reported. No additional information was provided.